Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus australia and (B)(4). Checked the subject device and found that the reported phenomenon was duplicated. When using other cable assembly, the image appeared. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during maintenance, it was found that the endoscopic image was not displayed, only color bar was displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus australia and new zealand (oaz) for evaluation. Olympus medical systems corp. (Omsc) reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oaz, omsc surmised that the reported phenomenon was attributed to the failure of the video communication to the processor due to the failure of the cable by the user handling. Olympus stated the appropriate handling of otv-s7proh-hd-10e and the counter measures against abnormalities in the instruction manual of otv-s7proh-hd-10e.